Event description:
It was further reported that the date of the initial procedure is unk. The pt presented with complaints of acute chest pain and sweating three days after the initial intervention. Precipitating re-invention for the sub acute thrombotic event. Following the initial intervention, the pt had been placed on a post-procedure medication regimen including clopidogril (plavix), ticlopidine (ticlid), and aspirin with which he had been compliant.

Event description:
Same case as manufacture# 6000093-2005-00714, 6000089-2005-00779. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a dissection was encountered. The physician had successfully deployed one cypher and two taxus express2 drug eluting stents in the left anterior descending (lad) coronary artery. He then turned his attention to the 3rd obtuse marginal branch of ht circumflex (cx) coronary artery, and using the same 6f mach1 vl3.5 guide catheter and stabilizer guidewire was unsuccessful in his attempts to cross it. He subsequently successfully crossed the moderately tortuous 2nd obtuse marginal branch of the cx in an attempt to treat a heavily calcified and 75% stenotic target lesion. The physician planned to direct-stent the lesion with a taxus express2 - 3.0 x 32 mm drug eluting stent, but was unable to cross it with the taxus stent delivery system. He subsequently predilated the lesion with a 3.25 s 15 mm quantum balloon inflated to 8 atms for 20 seconds, but the second attempt to cross the lesion with the taxus stent delivery system was also unsuccessful. The physician delivered a bhw as a buddy wire, however, the taxus stent again was unable to cross the lesion. After a second predilatation inflation to 8 atms for 20 seconds with the 3.25 x 15mm quantum balloon, the physician was able to successfully cross the lesion with the taxus stent delivery system on the bhw guidewire. The taxus express2 - 3.0 x 32 mm drug eluting stent was successfully deployed at 10 atms for 20 seconds. The physician encountered resistance, however, while attempting to withdraw the stent delivery system. In assessing the lesion after intervenion, the physician noticed a distal edge dissection which he did not believed was a complication of using the taxus stent. The dissection was covered with a liberte 2.75 x 8mm stent, but residual waist was noted, and was unable to be opened despite attempts with two quantum 3.0 x 20 mm balloons which were inflated up to 30 atms (and subsequently ruptured). Ivus was performed and a second edge dissection was noted proximal to the taxus stent. A liberte 3.0 x 16 mm stent was deployed at the ostium proximal to the taxus stent. Several post-dilatatio inflations with the liberte balloon were performed at 24 atms and the physician was satisfied with the results. No further patient injury or complications were reported. Further intervention on the right coronary artery lesion was scheduled for another day. Current patient status is reported to be "satisfactory/good".